Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit had gas loss in iab circuit. The unit was swapped out to continue therapy. There was no harm reported to the patient.

Manufacturer narrative:
Updated fields; b4, d9, e2, e3, g3, g6, h2, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10, h11. Corrected fields: b3, g1, h6 (medical device ¿ problem code, health effect - clinical code, health effect - impact codes).

Event description:
N/a.